Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was attempted to be delivered to the lesion, but it became stuck and could not pass through the lesion. The device was then safely removed from the body along with the catheter.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was attempted to be delivered to the lesion, but it became stuck and could not pass through the lesion. The device was then safely removed from the body along with the catheter.